Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient appears stable. Mal-alignment, at time of primary procedure, tkr was well aligned however, the femoral component collapsed into valgus. Revised to cs femoral component with stem and 4mm distal and posterior augment.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases found one other complaint for (B)(4) and no other reports against the remaining product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.